Event description:
The customer's mother stated that the customer was hospitalized due to hypoglycemia. Troubleshooting was performed and found that the insulin pump was programmed and reading the reservoir volume correctly. The self test passed. The customer's mother stated that the customer's infusion set is changed every 3-5 days. It was advised that the customer's infusion set be changed every 2-3 days. The customer's mother stated that 100 units of insulin may have accidently been delivered into the customer's body. The customer's mother stated that the customer was not connected during priming. It was advised to have the customer revert to a backup plan to treat her diabetes. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.